Event description:
It was reported that tip fracture occurred. A 300cm x 10cm fathom -14 guidewire was selected for use. However, it was noted that the distal tip of the wire fractured while the physician was spinning it during the procedure. A hair-like fiber is keeping the tip from complete separation, so the device was completely pulled out. The procedure was completed with a non-boston scientific guidewire. No patient complications were reported.